Manufacturer narrative:
A visual examination of the returned device revealed that approximately 4 cm of the pebax tip had detached. There was no damage noted to the core wire or ptfe jacket. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the poly was properly attached to the corewire the outer diameter of the incident device was measured and found to be within specification. However, damage was noticed to the distal tip, indicating that the device may have been inserted and/or pulled against resistance. It is important to note that the customer did not allege any malfunction of the device prior to its insertion and the remnants of adhesive found indicate that the poly tip was properly attached to the corewire. Although it is impossible to determine the cause of the damage, the damage may be associated with anatomical/procedural factors. Therefore, the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two reportable complaints (manufacturer report # 3005099803-2010-01388 and # 3005099803-2010-01389) that occurred during the same procedure. It was reported to boston scientific corporation that two jagwire guidewires were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure, the guidewires were unable to be inserted into ultratomes. The guidewires were reported to have peeled while attempting to insert. There was no reported malfunction or damage to the ultratomes. The procedure was completed by using different devices with no patient complications. The patient's condition has been described as "stable." On (B)(6), 2011, the investigation results revealed that the tip of the pebax had detached on both jagwires, making these reportable events. For full investigation results.